Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board battery was replaced, the gib and ffb contacts were cleaned and reseated, all removable chips were reseated and the power supply voltage was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed an x-ray disabled error message that would not clear even when they rebooted the system. The sys was rendered unusable due to error message. There is no report of pt injury associated with this event.